Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was "bioglue" attached to the evis lucera gastrointestinal videoscope. The issue was found during inspection, prior to use. The intended procedure was completed using a similar scope and there was no delay to the procedure. The type of diagnostic procedure was unknown. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with foreign material. The foreign material was not able to be identified. In addition, service found the bending cover was leaking, switch one was damaged, and the channel tube was leaking. Also, some tissue glue was attached to the insertion section, which was then removed during inspection. This event is under investigation. A supplemental report will be submitted upon receiving additional information.